Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original box, visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has the body kinked, distal tip kinked and the distal tip detached. Overall length and od of distal tip could not be measured due to device condition (distal tip detached). Od of middle of the device was within specification. Od of proximal section was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in the highly calcified left peroneal artery. A 5fr non-bsc introducer sheath was introduced and a 014x150 rubicon¿ support catheter was used. A 300cm angled tip v-14¿ controlwire® guide wire was then advanced to the lesion. However, the distal hydrophilic coating broke off. The case was delayed but no patient harm or complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in the highly calcified left peroneal artery. A 5fr non-bsc introducer sheath was introduced and a 014x150 rubicon¿ support catheter was used. A 300cm angled tip v-14¿ controlwire® guide wire was then advanced to the lesion. However, the distal hydrophilic coating broke off. The case was delayed but no patient harm or complications were reported.